Event description:
It was reported that the patient had a change in therapeutic effect, a catheter issue and volume discrepancy was discovered, and a catheter revision was performed. Over the month leading up to the report date, the patient had not been receiving effective therapy. The patient required more oral pain medication (oxycodone) to manage the increasing pain. In addition to the decrease in therapeutic effect, a volume discrepancy occurred on the (B)(6) 2012 refill. The expected residual volume was 16ml; however, the actual residual volume was 20ml, so the healthcare provider (hcp) performed diagnostic testing and troubleshooting. The hcp was unable to perform a catheter dye study because of the patient's history of respiratory distress in response to intravenous dyes. The hcp x-rayed to locate the spinal portion of the catheter, but could not locate it. The hcp then performed a catheter revision. During the revision, the hcp tried to aspirate the catheter unsuccessfully. The spinal portion was then opened, and the distal port ion pulled out, still with no success aspirating. It was noted that while aspirating, the catheter was pierced by the needle about 2 inches from the pump connector. Following this, the hcp cut the catheter above the pierced point and aspirated again. The hcp "got one clear drop, no more", upon aspiration. At that point, the hcp noted a visible indentation in the catheter above that point. The hcp then decided that the catheter had come out of the intrathecal space pre-operatively and decided to replace the catheter entirely. Upon catheter removal and replacement, the hcp noted that the anchor was completely intact, including all sutures mandated in the product specification. The medication in the pump was dilaudid. No patient outcome was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2003 (B)(6), explanted: 2012 (B)(6). Product type catheter. Final analysis of the catheter and catheter body found breaks and user related holes. The catheter was returned in 3 segments. The section of catheter with the dispensing holes was not returned. Segment 2 had 2 holes in an area about 2.1 cm from its proximal end. There was a hole on one side of the catheter and another on the other side in the same general area. This observation, along with the appearance of the holes themselves indicates a possible needle stick as the cause of the holes that were found. Segment 3 had discoloration and a jagged appearance at its distal end. A cross sectional view of its distal end seemed slightly oval in shape indicating the catheter may have been compressed here. The jagged appearance is typical of what is seen when a catheter breaks.